Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cut (dso) downstream occlusion seal and a dented upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed multiple alarms of the cassette not attached properly. The cause of the reported issue was a defective occlusion sensor. The defective occlusion sensors was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a ¿cassette not attached¿ alarm. There was no patient involvement and harm.